Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer's mother reported water underneath the screen after the insulin pump was dropped in the pool. Advised that the insulin pump would be replaced. Nothing further was reported.